Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in needle through catheter it was reported by customer that the needle sheared catheter during insertion. Verbatim: rcc received a complaint via phone. Pir attached. I sent two different emails of pictures. Let me know if the quality of picture is not good (I struggle with sending pictures from my phone to email) I can text picture to you if it didn't go through well. One of the 20g IV was where the extension busted during an IV push in the afternoon after IV inserted that morning. The other pictures are from a 20g and 22g that the needle sheared catheter during insertion. Different nurses who are experienced and have been working here since transition to these catheters but maybe updated training and education would help us all. ¿¿ patty said she had already started a case with bd on the 20g that extension busted and the 22g that sheared so we would not be able to send actual items to you unless I guess you wanted to see about taking it over (not sure how that works?)

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 1 used sample and 2 photos submitted for evaluation. The reported issue of needle through catheter was not confirmed upon inspection and testing of the samples. Analysis of the sample and photos showed that there were no unusual defects present. The sample was also leak tested and no leakage was observed, ensuring the catheter was not damaged. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
1. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Customer response on (B)(6) 2024. There was no patient harm or injury. No negative outcomes.